Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona femoral ps cemented standard cat#:42-5006-064-02, lot#:62766381, persona all poly patella cat#: 42-5400-000-38, lot#62847367, persona articular surface ps cat#: 42-5214-007-16, lot#: 62679358. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.  Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00667, 3007963827 - 2018 - 00139, 0002648920 - 2018 - 00668, 0002648920 - 2018 - 00669. Product location unknown.

Event description:
It was reported that the patient was revised twenty seven months after initial knee arthroplasty due to loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the operative note confirms that the patient under primary right total knee replacement. No complications noted during the procedure. Review of notes dated twenty seven months after the primary confirms that the patient underwent revision total knee arthroplasty due to loosening and fracture of the tibia. Device history record was reviewed and no discrepancies were found. No device or photos were received; therefore, the condition of the components is unknown. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised twenty seven months after initial knee arthroplasty due to loosening, difficulty ambulating, bone fracture, necrosis, osteolysis, it is, pain, and patient comorbidities.